Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that during the cortex mode of a cataract extraction with intraocular lens implant procedure there was a suction issue, an occlusion and the irrigation/aspiration handpiece failed. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system examined and the reported event was not replicated. The system was tested and found to meet product specifications. There was no additional related information related the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. It should be noted that this system is equipped with an occlusion bell. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No irrigation/aspiration (I/a) handpiece was returned for evaluation for the report of occlusion. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because the system was found to meet specifications and a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).